Manufacturer narrative:
The pipeline braid and the sheath were returned for evaluation without the push wire. The braid was found to be fully open with damage to both ends of the braid. Based on the product analysis findings and the reported event details, the complaint of pipeline failure to open could not be confirmed. The pipeline braid was found fully open with both ends having some damage. The cause for the damage could not be conclusively determined. All braids are 100% inspected for uniform outer diameter, as well as damage and irregularities during the manufacturing process. It is possible that the patient¿s tortuous anatomy may have contributed to the reported issue. Per the pipeline embolization device instructions for use (IFU): ¿do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ other mdrs related to this event: 2029214-2015-05180 2029214-2016-00007.

Event description:
Medtronic received additional information: the patient was undergoing the flow diversion procedure to treat an unruptured, saccular aneurysm in the right ophthalmic internal carotid artery (ica). Aneurysm measured 14.3mm by 11.3mm with neck width of 7.5mm. Landing zone artery size was 2.46mm distal and 3.61mm proximal. The physician planned to coil the aneurysm and implant a flow diversion device. When the pipeline device was attempted, there was friction during advancement through the microcatheter. At deployment, the push wire was rotated no more than ten times and the device did not open. No other attempts were made to open the device. The device was removed closed. After removal, the device was able to be opened on the table after several rotations of the push wire.

Manufacturer narrative:
(B)(4). The pipeline device has not been returned for evaluation. The event could not be confirmed and the cause could not be determined from the reported information.

Event description:
Medtronic received report that a pipeline device did not open during a flow diversion procedure. After removal, the device was able to be opened on the table. There was no report of patient injury as a result of this event. The patient had complex anatomy including a complete loop in the distal cervical section.